Event description:
It was reported the pt's (B)(6) stimulation has changed and is at times intermittent based on certain body positions. These issues reportedly began after the pt experienced trauma to the ipg site. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.